Manufacturer narrative:
FDA medwatch program report #: mw5065141 customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a jelco hypodermic needle-pro needle separated from the hub and remained in the patient's injection site during syringe/needle withdrawal for vaccine administration. The clinician was able to retrieve the needle without harm to the child. No permanent injury was reported.